Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server active directory interface was down, and orders were not crossing. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined that the orders and patient's data were failed to cross over. A technical support specialist (tss) identified that the care fusion coordination engine (cce) services were configured to start automatically instead of using the "automatic (delayed start)" mode. As a result, the services failed to start properly because the structures query language (sql) server services had not yet initialized. The tss updated the startup mode for the cce services and successfully restarted them. Following this change, the customer confirmed that the interface messages had drained successfully, indicating that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server active directory interface was down, and orders were not crossing. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.